Manufacturer narrative:
Product analysis 3058: analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Product analysis 3889-28: analysis identified that the 3 conductor was broken in the distal end of the lead. Continuation of d10: product ID 3889-28 lot# va0mu3j serial# va0mu3j implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was patient stated they were trying to connect to the patient's implant to turn stim off for an eeg and emg test today but they were seeing 'device not responding' on the handset. Agent had the patient reposition the communicator over the implant site several times and try to connect. Patient states they continued to see ' device not responding'. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient with hcp listings. Additional information was received from the patient. They reported that the cause of the "device not responding" was due to premature battery failure. Previous battery lasted 6 years, 2014-2020. This battery only lasted 3 years, 2020-2023. Both batteries operating at same setting. Been advised need to replace battery, seem to have failed way too soon. Additional in formation was received on 2023-dec-20, caller mentioned previously documented situation with not being able to connect to ins. Caller stated mdt rep had attempted to connect to ins as well and was not able to and told caller ins was depleted. Caller stated they have an appointment to get ins replaced in january. Caller inquired about ins battery longevity. Reviewed longevity information. Caller will continue working with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.